Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73h1800269 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the user tried to load a clip into an applier to prepare for a robot-assisted laparoscopic prostatectomy, the clip got broken. A new cartridge was used instead.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. A closed clip and two halves with pierced bosses of clips broken at the hinge were returned loose. The cartridge and the clips were visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with five clips broken in half at the hinge and no intact clips remaining. The cartridge contained the other halves of the loose clips broken in half at the hinge. The loose clips appear used as there is biological material present. It could not be determined exactly how or what caused the returned clips to break in half at the hinge. CAPA 40009634 has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "clip got broken at loading" was confirmed based upon the sample received. One cartridge, a closed clip and two halves with pierced bosses of clips broken at the hinge were returned. The cartridge was returned with five clips broken in half at the hinge and no intact clips remaining. The cartridge contained the other halves of the loose clips broken in half at the hinge. It could not be determined exactly how or what caused the returned clips to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that when the user tried to load a clip into an applier to prepare for a robot-assisted laparoscopic prostatectomy, the clip got broken. A new cartridge was used instead.